Event description:
It was reported that while using a pulsavac plus unit, the spike broke while plunging it into the port of the solution. This happens several times and the customer could not use the pulsavac because of that. Additional clinical f/u with the customer indicated that there was no harm reported and the procedure completed with an alternate device. An unk surgical delay was documented as having resulted due to the reported event. The reported delay was approximately ten minutes in length and occurred as a result of the staff having to locate an alternate pulsavac. The customer reported there was no medical intervention initiated as a result of the delay.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.